Event description:
Head of bed will not go down when CPR release is pressed.

Manufacturer narrative:
After troubleshooting, technician determined problem to be defective CPR valve. Technician replaced CPR valve to resolve.